Event description:
It was reported that a patient underwent an initial ankle arthroplasty on an unknown date. Subsequently, a bone transplant into cyst procedure was performed on unknown date.

Manufacturer narrative:
(B)(4). Initial / final combined report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Complaint summary: no product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00030 and 3002806535-2022-00031. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial / final combined report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. Complaint summary: no product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2022-00030 and 3002806535-2022-00031. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial ankle arthroplasty on an unknown date. Subsequently, a bone transplant into cyst procedure was performed on unknown date.